Event description:
Same case as MFR # 6000089-2004-01343. It was further reported that this was not a deflation issue but a balloon withdrawal resistance issue. The lesion was located in the mid intra ventricular artery (iva). The lesion was a de novo, 80% stenosed, non calcified and non tortuous lesion. The lesion was predilated with a 20 mm balloon. The physician was able to inflate taxus express2 8.8% 3.0 x 12 mm drug eluting stent without incident. The balloon was inflated for 15 seconds. The balloon was successfully deflated, but the physician was unable to remove the balloon from the stent. The physician reinflated the balloon to 2 atms, deflated the balloon, but was still unable to remove the balloon. The physician deep seated the guide catheter and pulled back on the balloon, successfully removing the balloon from the stent. The balloon was removed from the pt intact. There were no pt complications. The physician then successfully deployed a taxus express2 8.8% 3.0 x 24 mm drug eluting stent and then experienced the same difficulty removing the balloon after deflation. The physician then used the same maneuvers to remove the balloon and successfully removed the intact balloon from the pt after deep seating the guide catheter and pulling back. There, again, were no pt complications. The procedure was successfully completed. The final pt condition has been reported as "ok."

Event description:
Same case as MFR# 6000089-2004-01345. It was reported that during a coronary artery drug eluting stenting treatment procedure, deflation difficulties were encountered.